Event description:
It was reported that the pt developed an mrsa (methicillin resistant staphylococcus aureus) infection following a new pump and catheter implant. The pt reported that her device had been removed in 2008. The pt's status was reported as good. The pt was taking oral morphine to manage her pain. The type of medication, concentration, and daily dose being administered via the pump were not reported. Add'l info has been requested from the hcp, a f/u report will be sent if add'l info becomes available.